Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Tested on transmitter functional tester: passed . Performed share log review and no data found on log. The reported event of a loss of connection was undetermined. The root cause could not be determined.